Event description:
It was reported that during an esophageal dilation procedure the balloon failed to hold pressure. During unpacking, a cre 15-18mm 8cm f/g balloon catheter felt "softer" than previously used same devices at the facility. The cre 15-18mm 8cm f/g balloon catheter was advanced to the target esophageal stricture. The balloon was inflated to 7 atmospheres when the pressure "rapidly decreased." Subsequent attempts to inflate the device were unsuccessful. The device was exchanged for another of the same device and the procedure was successfully completed. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.